Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer stated the back broke when the customers caregiver transferred him.